Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system half height drawer was broken. The customer stated that the auxiliary drawer 4.1 did not close and the user had to shut the machine down. The nurses were unable to pull medications due to this malfunction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device half height drawer was broken. The field service engineer (fse) reattached the latch/hard stop assembly for auxiliary drawer 4.1, and the pharmacy technician recovered the failed drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.